Manufacturer narrative:
The device was evaluated by ventec where the reported issues of not delivering adequate flow, which likely contributed to the patient's feelings of discomfort and distress, was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was not delivery adequate flow to the patient and, as a result, the patient was in distress while on the device. The patient was then removed from the device. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.